Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: nerve study was normal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness in my fingers and toes"), bladder disorder ("bladder problem"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), muscle twitching ("twitching in my face"), adverse food reaction ("weired reactions to food"), gastrointestinal disorder ("gi wiil not calm down"), pain ("body aches") and abdominal pain ("baby kicking flutters/feels like a phantom baby"). The patient was treated with surgery (took uterus and tubes in one piece). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, bladder disorder, feeling abnormal, memory impairment, muscle twitching, adverse food reaction, gastrointestinal disorder, pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, adverse food reaction, bladder disorder, feeling abnormal, gastrointestinal disorder, hypoaesthesia, medical device removal, memory impairment, muscle twitching and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging brain - on an unknown date: clean. Concerning the injuries reported in this case, the following ones were reported via social media: adverse food reaction, bladder disorder, feeling abnormal, gastrointestinal disorder, hypoaesthesia, medical device removal, memory impairment, muscle twitching, pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received- new event baby kicking flutters/feels like a phantom baby were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: nerve study was normal. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness in my fingers and toes"), bladder disorder ("bladder problem"), feeling abnormal ("brain fog"), memory impairment ("memory issues"), muscle twitching ("twitching in my face"), adverse food reaction ("weired reactions to food"), gastrointestinal disorder ("gi will not calm down") and pain ("body aches"). The patient was treated with surgery (took uterus and tubes in one piece). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, bladder disorder, feeling abnormal, memory impairment, muscle twitching, adverse food reaction, gastrointestinal disorder and pain outcome was unknown. The reporter considered adverse food reaction, bladder disorder, feeling abnormal, gastrointestinal disorder, hypoaesthesia, medical device removal, memory impairment, muscle twitching and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging brain - on an unknown date: clean. Concerning the injuries reported in this case, the following ones were reported via social media: adverse food reaction, bladder disorder, feeling abnormal, gastrointestinal disorder, hypoaesthesia, medical device removal, memory impairment, muscle twitching and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case was upgraded to serious incident. Event "adverse event nos" was replaced with event ""medical device removal". Events "numbness in my fingers and toes", "bladder problems", "memory issues", "twitches in my face", "weird reactions to foods now", "gi will not calm down", "so many body aches", "brain fog". Reporter added. Lab test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.